Manufacturer narrative:
Manufacturer narrative: iop elevation from baseline, secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. B5 -a facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced elevated intraocular pressure. Yag pi performed and medication administered as treatment. The lens was explanted but the problem was not resolved. Planned slt laser and ongoing glaucoma care noted. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4)

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patients right eye (od). The surgeon notes there is elevated intraocular pressure, and medicated drops were prescribed. Lens remains implanted.

Manufacturer narrative:
Claim # (B)(4).